Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during leadless implantable pulse generator (ipg) follow up check, telemetry problem occurred due to two bar signal was achieved but intermittently was lost. Follow up check was successfully completed. The leadless ipg remains in use. No patient complications have been reported as a result of this event.